Manufacturer narrative:
(B)(4). Batch number: p56h4h. Additional information received: can you please clarify, other than the ¿homelock¿ used to stop bleeding, did this issue alter the procedure or change the post-operative care of the patient? No. Did the patient require a transfusion? Yes, but the volume is unknown. Did the delay of the procedure lead to any changes in the care of the patient? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the site of the bleeding identified? What was the surgical procedure being performed? Did the device cut and staple? Why does the surgeon believe that the bleeding was related to the stapler? What tissue was the device fired on? What is the current patient status? Investigation summary: the ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. In addition another ecr60b cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridges reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Cartridge b: ecr60b, p56r9f, partially fired 1/16. Two pictures were provided; first picture shows the proximal part of the anvil, with a blue cartridge loaded, the knife guide can be observed advanced, aside can be seen a blue cartridge with the one piece sled partially advanced. Second picture shows the proximal part of an anvil with the jaws opened, a blue cartridge loaded, and staples protruding can be seen. Based on the photos alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported that the device could not fire farther. The patient is male. During the endoscopic pancreatic surgery, could not fire on the 1st firing, the staple line is longer than safety lockout. Changed another cartridge, could not fire farther after fired a little as the pictures show. The patient lost 500 ml blood, used homelock to stop bleeding. The surgery delayed more than 30 minutes. Another like product was used to complete the procedure. The patient is stable in hospital now.

Manufacturer narrative:
(B)(4). Additional information requested and received: was the site of the bleeding identified? Spleen. What was the surgical procedure being performed? Laparoscopic splenectomy. Did the device cut and staple? Yes, but partially. Why does the surgeon believe that the bleeding was related to the stapler? Because of partially firing. What tissue was the device fired on? Spleen. What is the current patient status? Left from the hospital.